Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2016 as part of the (B)(6) clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was high-grade dysplasia (hgd) in focal lesion. The patient required discontinuation of anticoagulant therapy. On the same day, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 37 cm from the dental arch at 2 o'clock. The estimated diameter of the lesion was 10 mm with a maximum circumferential extent of 10%. The lesion appeared flat (0-lb). After lesion delineation, but prior to resection, endoscopic imaging was performed. Two (2) resections were performed and an endoscopic imaging was performed immediately afterwards. Lesion was successfully resected in a single procedure. All resection specimens were retrieved for histopathological examination with the captivator emr cap/snare and retrieval net. Post emr procedure, the patient had vaso vagal syndrome which was considered serious and mild but was not related to the captivator¿ emr device; however, it was related to the emr procedure. The patient was hospitalized and received resuscitation. The outcome of the event was reported to be resolved on the same day.

Manufacturer narrative:
Additional information received on november 17, 2017.

Event description:
It was reported to boston scientific corporation on december 14, 2016 that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2016 as part of the e7091 captivator emr registry clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was high-grade dysplasia (hgd) in focal lesion. The patient required discontinuation of anticoagulant therapy. On the same day, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 37 cm from the dental arch at 2 o'clock. The estimated diameter of the lesion was 10 mm with a maximum circumferential extent of 10%. The lesion appeared flat (0-lb). After lesion delineation, but prior to resection, endoscopic imaging was performed. Two (2) resections were performed and an endoscopic imaging was performed immediately afterwards. Lesion was successfully resected in a single procedure. All resection specimens were retrieved for histopathological examination with the captivator emr cap/snare and retrieval net. Post emr procedure, the patient had vaso vagal syndrome which was considered serious and mild but was not related to the captivator¿ emr device; however, it was related to the emr procedure. The patient was hospitalized and received resuscitation. The outcome of the event was reported to be resolved on the same day. Additional information received on february 23, 2017. The adverse event has been changed from the initially reported vaso vagal syndrome to procedural abdominal distension. Additional information received on november 17, 2017. The reported event of procedural abdominal distension was not related to the captivator emr device and also not related to the emr procedure.

Manufacturer narrative:
Patient codes updated.

Event description:
It was reported to boston scientific corporation on december 14, 2016 that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2016 as part of the (B)(6) clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was high-grade dysplasia (hgd) in focal lesion. The patient required discontinuation of anticoagulant therapy. On the same day, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 37 cm from the dental arch at 2 o'clock. The estimated diameter of the lesion was 10 mm with a maximum circumferential extent of 10%. The lesion appeared flat (0-lb). After lesion delineation, but prior to resection, endoscopic imaging was performed. Two (2) resections were performed and an endoscopic imaging was performed immediately afterwards. Lesion was successfully resected in a single procedure. All resection specimens were retrieved for histopathological examination with the captivator emr cap/snare and retrieval net. Post emr procedure, the patient had vaso vagal syndrome which was considered serious and mild but was not related to the captivator¿ emr device; however, it was related to the emr procedure. The patient was hospitalized and received resuscitation. The outcome of the event was reported to be resolved on the same day. ***additional information received on february 23, 2017*** the adverse event has been changed from the initially reported vaso vagal syndrome to procedural abdominal distension.